Event description:
Related manufacturer report number 3006705815-2022-00851. It was reported that patient experienced a fall, and stimulation was auto reducing. Upon diagnostic testing high impedance issues were observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The event of high impedance was reported to abbott. The physician replaced the lead to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue. No complications occurred during the procedure and therapy was restored.